Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient was hospitalized for another indication and experienced peritonitis. The patient was treated with vancomycin injection (1 gram, on every 5th day, route and duration were not reported) and magnova injection (500 milligrams, twice a day, route and duration were not reported) for peritonitis. At the time of this report, the patient has recovered from the event. One day after peritonitis diagnosis, the patient was recovered from the event and was discharged on an unknown date. Pd therapy was ongoing. No additional information is available.